Event description:
The home patient reported that during automated peritoneal dialysis with the homechoice machine, patient stepped on the patient line of the set which caused the separation of the titanium adapter and transfer set. The treatment was discontinued. The patient reported to the unit where the transfer set was changed with no patient injury or medical intervention required, according to the home patient.